Event description:
It was reported that during an infusion set up in the labor and delivery care area, a pump alarmed for a system error 322. The alarm was confirmed through the device history log but was not able to be reproduced at the customer's facility. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was tested for 24 hours and a system error 322 could not be reproduced. The alarm was confirmed through review of the device history log. Further evaluation determined that the system error was caused by a failed upper and lower aux. The upper and lower aux assemblies have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.